Event description:
Report received of particulate. The customer stated that there was a large chunk of white plastic material inside the lumen of the tubing. The particle was located at the distal tip of the tubing and was noted prior to connecting the set to the IV catheter. Multiple unsuccessful attempts have been made to obtain additional info. Though requested, no additional info was provided.